Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, potential tubing damage on cylinder tubing.

Manufacturer narrative:
An otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tubing near the strain relief of cylinder 1. Testing revealed this to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted to separate the site. Surface abrasion is noted on all tubes of the pump and cylinders. No functional abnormalities were noted with the reservoir, cylinder 2, or the pump. Based on quality's examination, quality concluded the exhaust tube of cylinder 1 was most likely kinked onto itself, abrading enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.